Event description:
The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm while supporting a patient at (B)(6). The patient was switched to the backup driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power.

Manufacturer narrative:
An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.